Event description:
The customer reported a loss of live image. No pt injury was reported.

Manufacturer narrative:
A ge service rep evaluated the system and ordered a new camera and image processing computer, but not conclusion can be drawn as repair info is not available.